Manufacturer narrative:
(B)(4). Date sent: 6/12/2025. Corrected data: h1, h6, h11 image analysis. This is an analysis of an image submitted for evaluation. The image provided by the customer shows discolored sales boxes. Based on the photo, the reported event was not confirmed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon endo-surgery quality system. A manufacturing record evaluation was performed for the finished device lot number x7038k, and no non-conformances were identified. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2025. D4 batch #: x7038k. Investigation summary- the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a device was returned inside its sterile package. Upon visual inspection of the carton box, discoloration of the red color was noted. Additionally, a photo was provided and they showed the condition of the reported event. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. After review and analysis, it was concluded that there were no issues related to suspect counterfeit products noted during the inspection. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch x7038k, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2025. D4 batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of an image submitted for evaluation. Four sales boxes with product code har1120, the artwork printed on the sales boxes was reviewed and compared with authentic package artwork and did not match and comply with j&j standards. The evaluation performed determines that there were evidence found to suggest that the package is not authentic. It was found discrepancies with the suspected counterfeit packaging when comparing them with authentic artwork and package. Based on the analysis received, the counterfeit product was confirmed. A manufacturing record evaluation was performed for the finished device lot number x7038k, and no non-conformances were identified.

Event description:
It was reported that, while talking to stores manager and when I asked where this item was kept currently, he mentioned they were yellow/orange, not the usual ethicon red color. No patient involvement.